Event description:
This catheter was being utilized for a diagnostic cardiology procedure when the catheter prolapsed onto itself at the tip/shaft junction. The catheter was successfully untangled with a guidewire and removed from the pt without further incident. There was no reported injury to the pt.

Manufacturer narrative:
Test results: no product was returned for evaluation. A reserve sample from lot m288820 was evaluated for inner and outer diameter measurements and found to be within product specifications. There were no stiffness specifications for this lot of catheters at the time of MFR. The lot history records were reviewed with no rejects noted which have contributed to the event. The additional info provided in section f was supplied by mallinckrodt inc.